Event description:
Additional information received reported the patient did not have an MRI performed but did have x-rays. The results of the x-rays were unknown at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient has chronic pain. It was noted that the stimulator had not worked since it was implanted so the patient was referred to another clinic to have the device checked. It was thought that the intention was to remove the system with no indication of replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's system was removed on (B)(6) 2015 for an MRI and for never providing therapeutic relief. They also had less than 50% therapy relief in their back and legs. The patient was noted to be alive with no injury at the time of report.

Event description:
It was reported by the health care professional that patient was scheduled for an MRI of the l-spine. The stimulator has been off since 2008 because it was causing the patient leg pain, and persistent lower back pain. The MRI results and outcome were not reported regarding this event. Additional information received indicated that the implanting physician had not seen the patient since 2008. It was later reported another reason the device was turned off was because it was aggravating a nerve in their leg. The patient noted they are planning on having their stimulator removed in december.